Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery. The wanda 6.0-40mm, 135cm pta balloon dilatation catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 12 atms. The procedure was completed with another of the same. There were no pt complications reported and the pt's condition is reported as "good." This product is only ous approved but it is similar to an approved us device.